Event description:
It was reported that when the surgeon attempted to remove the channel drain after an "above knee amputation," the drain broke off in the patient's leg. The complainant reported that the patient had to return to the or to have the broken piece of the drain retrieved. The broken fragment reportedly came out in one piece.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the retuned sample noted one broken portion (5.2260" long) of a novaplus four channel drain in a sample cup. No original packaging was present. The drain was broken on one end, with a jagged and uneven surface. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿wound drains are used to remove exudates from wound sites. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir suction must be maintained in order for the system to function properly. Verify that the system is functioning properly. If the system is not maintained properly, surgical complications, including hematomas, may result. In the event of occlusion of the drain, all wound drainage via the drain ceases. Careful attention to the drain will minimize the possibility of this problem. If occlusion does occur, the drain can be aspirated by connecting suction to the reservoir outlet or temporarily disconnecting the drain from the reservoir and applying suction directly to the drain. If an air-tight seal between the drain and the skin where the drain emerges is not achieved, the air leak must be rectified or the system must be converted to open drainage. An airtight seal between all system components (drain, adaptor and reservoir) is necessary for proper system function." Patient code: (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the surgeon attempted to remove the channel drain after an "above knee amputation," the drain broke off in the patient's leg. The complainant reported that the patient had to return to the or to have the broken piece of the drain retrieved. The broken fragment reportedly came out in one piece.